Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was unable to communicate with the ipg using external devices. The pt had two charging system and neither would locate the ipg. F/u identified the physician had an x-ray performed which revealed the ipg had flipped over.